Event description:
It was reported that a spectrum pump "would not occlude." It was further reported that the pump took "so long to occlude the first time." The proper procedure for performing the upstream occlusion preventative maintenance test was explained to the customer, including the fact that the pump has seven minutes to alarm for upstream occlusion during the test. The customer requested that baxter evaluate the device. This problem occurred during a preventative maintenance test, therefore no pts were involved.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.